Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the dental implant and abutment were placed in ada site 26, the implant had not achieved osseointegration in type ii bone. The implant was manually placed in an immediate extraction site. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
The clinician reported 4 months after the dental implant and abutment were placed in ada site 26, the implant had not achieved osseointegration in type ii bone. The implant was manually placed in an immediate extraction site. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).